Event description:
It was reported the lead was repositioned due to migration. Follow-up indicated the pt received inadequate pain coverage in the legs and experienced ribs stimulation. The pt was scheduled for a post-surgery reprogramming session. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.